Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800 pro analyzer, and observed the coating of the modular chemistry sample probe was peeling causing carryover. The fse replaced the sample probe to resolve the issue. Patient information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported their dxc 800 pro analyzer generated erroneous high glucose (glucm) results when running with other modular assays (phosphorus (phosm) and blood urea nitrogen (bunm)). The customer indicated erroneous results were not reported outside of the lab and there was no change to patient treatment. The customer provided ten (10) examples of erroneous patient results.